Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient had been experiencing laxity in her left knee. Revision performed converting cr knee to ps knee. No other information obtainable due to patient confidentiality policy.